Manufacturer narrative:
(B)(4). The customer returned one guide wire and lidstock for analysis. A second guide wire was also returned; however, it was determined that this was a representative sample. Visual analysis revealed that the guide wire was unraveled from the distal end. Several kinks were also observed along the guide wire. Additionally, the j-bend appeared slightly misshapen. Microscopic examination revealed that the distal weld had separated from the core wire. Despite this, the weld was still attached to the coils. Microscopic examination of the point of separation revealed that the core wire was slightly tapered and discolored indicating that undue force caused or contributed to this event. The core wire measured 601mm, which is within the specification limits of 596mm-604mm per the marked guide wire product drawing. The guide wire outer diameter measured .800mm, which is within the specification limits of .788mm-.826mm per the marked guide wire product drawing. Functional inspection could not be performed as the guide wire was too unraveled. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit warns the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also informs, "if resistance is encountered, withdraw catheter relative to guidewire about 2-3 cm and attempt to remove guidewire. If resistance is again encountered, remove guidewire and catheter simultaneously. Do not apply undue force on guidewire to reduce risk of possible breakage". The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was unraveled from the distal end. The distal weld was separated from the core wire; however, the weld was still attached to the coils. Microscopic examination revealed that the point of separation on the core wire appeared slightly tapered and discolored indicating that undue force caused or contributed to this event. The guide wire met all relevant dimensional and additional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The internal specification is higher than the bd en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur of a force greater than the design specification is applied during removal. Based on the circumstances and the report from the customer, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Per the hospital: "the physicians had a very difficult time with the guidewire and it appeared to be frayed upon removal and had become lodged in the patient at one point." Th entire wire was removed. No patient injury reported.

Manufacturer narrative:
(B)(4).

Event description:
Per the hospital: "the physicians had a very difficult time with the guidewire and it appeared to be frayed upon removal and had become lodged in the patient at one point." Th entire wire was removed. No patient injury reported.